Event description:
It was reported that pump malfunction occurred without any notable events beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, confirmed that malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction appeared again.